Event description:
It was reported that the nurse stated that the patient has been on arctic sun device for 1 hour 15 minutes and received alert 116 (patient temperature (pt) 1 temp change not detected). Patient temperature (pt) was 94.4f, targeted temperature (tt) was 98.6f. Ts foley in place. No secondary temperature source. Patient temperature (pt) was 94.4f, targeted temperature (tt) was 98.6f, water temperature (wt) was 82.8f. System diagnostics showed that the outlet monitor temperature (t1) was 83.1f, outlet control temperature (t2) was 82.9f, inlet temperature (t3) was 83.1f, chiller temperature (t4) was 49.3f, water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 66 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4, system hours were 108.4 and pump hours were 82.5. Had stop therapy and restarted. After a couple of minutes, water temperature (wt) was decreasing 65f and going lower. System diagnostics showed that the circulation pump command (cpc) was 65 percentage, mixing pump command (mpc) was 100 percentage, heater was 0 percentage. Advised to swap out to alternate device and send to biomed for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient has been on arctic sun device for 1 hour 15 minutes and received alert 116 (patient temperature (pt) 1 temp change not detected). Patient temperature (pt) was 94.4f, targeted temperature (tt) was 98.6f. Ts foley in place. No secondary temperature source. Patient temperature (pt) was 94.4f, targeted temperature (tt) was 98.6f, water temperature (wt) was 82.8f. System diagnostics showed that the outlet monitor temperature (t1) was 83.1f, outlet control temperature (t2) was 82.9f, inlet temperature (t3) was 83.1f, chiller temperature (t4) was 49.3f, water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 66 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4, system hours were 108.4 and pump hours were 82.5. Had stop therapy and restarted. After a couple of minutes, water temperature (wt) was decreasing 65f and going lower. System diagnostics showed that the circulation pump command (cpc) was 65 percentage, mixing pump command (mpc) was 100 percentage, heater was 0 percentage. Advised to swap out to alternate device and send to biomed for evaluation. Per follow up information received via task on 12jun2025, it was reported that they worked in ICU and sent the device back to it was home department which was the ccu and was unclear on whether the device was sent to biomed or not. They were able to obtain an alternate device and confirmed that the patient completed therapy on the alternate device. No patient impact was reported. Spoke with biomed who confirmed a device overfill. No other issues with the device. Returned to service.

Manufacturer narrative:
Bd has determined that this issue was confirmed as overfill by user. This is not reportable. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause identified as a user related. Patient temperature (pt) was 94.4f, targeted temperature (tt) was 98.6f. Ts foley in place. No secondary temperature source. Patient temperature (pt) was 94.4f, targeted temperature (tt) was 98.6f, water temperature (wt) was 82.8f. System diagnostics showed that the outlet monitor temperature (t1) was 83.1f, outlet control temperature (t2) was 82.9f, inlet temperature (t3) was 83.1f, chiller temperature (t4) was 49.3f, water flow rate (wfr) was 3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 66 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4, system hours were 108.4 and pump hours were 82.5. Had stop therapy and restarted. After a couple of minutes, water temperature (wt) was decreasing 65f and going lower. System diagnostics showed that the circulation pump command (cpc) was 65 percentage, mixing pump command (mpc) was 100 percentage, heater was 0 percentage. Advised to swap out to alternate device and send to biomed for evaluation. Per follow up information received via task on 12jun2025, it was reported that they worked in ICU and sent the device back to it was home department which was the ccu and was unclear on whether the device was sent to biomed or not. They were able to obtain an alternate device and confirmed that the patient completed therapy on the alternate device. No patient impact was reported. Spoke with biomed who confirmed a device overfill. No other issues with the device. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1. From the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2. From the hypothermia or normothermia therapy screen, press the fill reservoir button. 3. The fill reservoir screen will appear. Follow the directions on the screen. 4. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5. When the fill reservoir process is complete, the screen will close. 6. To stop the process early, press the stop button. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.